Event description:
Per ohio state university heart ctr registration and explant data sheet, this system was removed due to a "suspected infection." System was returned to us 07/02/2009. Setrox s 53, MDR 1028232-2009-00922; setrox s 45, MDR 1028232-2009-00923.